Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025 brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a pocket infection, which necessitated the explantation of the device. No specific environmental, external, or patient factors were identified as contributing to the issue. Details regarding diagnostics or troubleshooting performed were not available. Surgical intervention was performed to address the issue, and the device was removed. The issue is resolved, and no further information is available from the healthcare professional.